Manufacturer narrative:
H.6. Investigation summary: two photos received by our quality team for investigation. Through visual evaluation, epoxy is observed near the hub of the needle. This is an adhesive used to join the cannula with the hub. This condition is part of the assembly process and when it occurs, the length of the injectable area is verified. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident is associated with missing pins failure of clearance on the rack. Manufacturing personnel have been notified of this incident to increase awareness and check all existing racks to verify they contain all bolts and remove incomplete ones from the production line. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd needle 21ga 1-1/4in lax had exopy in the cannula. The following was translated from spanish to english: needle has a glue in cannula.

Event description:
It was reported that the bd needle 21ga 1-1/4in lax had exopy in the cannula. The following was traslated from spanish to english: needle has a glue in cannula.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.